Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed all products associated with the lot met specification and there were no complaint related issues. Visual evaluation revealed the returned device contained rub/score marks on the shaft near the mj8x1.25 - 4h 6h external thread, minor scuff marks on the overall shaft, nicks on the mj8x1.25 - 4h 6h external thread, m6x1-6h internal thread had evidence of minor nicks and damage, and 8.025mm to 8.115mm hex had "wear marks". The returned part conformed to the print specifications upon leaving the manufacture facility. Based on the condition of the returned device, the DHR review, and evaluation of the returned device, the root cause is unable to be determined.

Event description:
It was reported during a procedure to place a retrograde/antegrade femoral nail (rafn), it was noted the construct was missing the proximal locking holes posterior to the nail. The surgeon free-handed the drill bit through the nail; the surgeon proceeded drilling without a protection sleeve through the aiming attachment and used semi-perfect circles with x-ray to confirm proper placement through the nail. This is 4 of 4 reports for the same event.